Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a myomectomy procedure on (B)(6) 2020, and suture was used. During the procedure, the needle broke after piercing the myometrium of uterus for the second stitch in the surgery of hysteroscopic myomectomy. The doctor removed the half-broken needle from the myometrium immediately. And then the broken half needles were put together to make sure the whole needle was intact. Another like device was used to complete the surgery. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) date sent to the FDA: 2/3/2021 additional information was requested and the following was obtained: were x-rays taken to locate the needle piece(s)?-------unobtainable was there any additional tissue damage as a result of searching for the needle piece?----unobtainable what is current condition of the patient?---------unobtainable. Once there is any update, we will update the information. What tissue structure was it located?----muscular layer device return status/follow up?---------the sample isn't available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.